Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 2911, FDA patient problem code(s): 2645.

Event description:
It was reported that prior to use the label information was discovered to be different from certs with a bd vacutainer® bulk gel. The following information was provided by the initial reporter: it was reported that pails are labeled incorrectly from certs.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but a photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for incorrect label information with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use the label information was discovered to be different from certs with a bd vacutainer® bulk gel. The following information was provided by the initial reporter: it was reported that pails are labeled incorrectly from certs.